Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 500 mg/dl at the time of incident and the other blood glucose level was 480 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not mention any symptoms related to high blood glucose event. Customer reported that insulin pump was not delivering an insulin. Customer stated that insulin pump had failed repeated high performance test. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis while the reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08695 inches. (B)(4).